Event description:
Spontaneous: patients mother reported black spots on casing of bd precisionglide needle 18 times 1 inch reference number 305195, lot number - 0301817, expiration date- 2025-11-30. Provided photos, did not use needle. No missed doses or adverse effects reported. Unknown if have defective product on hand for return. No additional information provided. Needle used to infuse elaprase at above dose and frequency. Reported to (B)(6) by: patient/caregiver.